Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 630 mg/dl and diabetes ketoacidosis. Customer reported symptoms of nausea, vomiting, urination and irritability prior to the hospitalization. Customer was treated with manual injections at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was performed and passed. The cannula was noted to be bent. Customer's blood glucose reading at the time of the call was 321 mg/dl and was treated with a bolus. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.